Event description:
There was no patient involved in this event. This device malfunctioned because the device has multiple entries in unit's event history on the same date with the 10 minute time out duration.